Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of hospitalized high readings. The customer's blood glucose reading was 500 mg/dl. The customer reported drive support cap to appear normal. The customer mentioned no delivery alarm after 3 units. The customer changed the set after high readings. The insulin pump will be returned for analysis.